Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 350 mg/dl. Reportedly, the customer disconnected infusion set from the cartridge, requested a bolus, and did not observe any drops of insulin exiting from the end of the cartridge tubing. A cartridge change was performed and another bolus was requested while infusion set was disconnected from cartridge tubing. Reportedly, only part of the requested bolus was observed to drip from the end of cartridge tubing. A second cartridge change was performed to resolve the issue. Insulin delivery was resumed.